Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the fiber body broke. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the fiber body broke. The procedure was completed using another fiber. There were no patient complications.